Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
No patient involved. No status indicator flashing.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 16th june 2011.the device was returned with the reported fault of no status indicator. During the investigation it was found that the status indicator was failing to illuminate in standby mode. Additionally, the device had an excess current drain which had depleted the returned pad-pak. The fault was traced back to a leakage between track 5 (status led a) and track 10 (3.3v line) within the membrane. The faults could not be replicated with a new membrane fitted. This would confirm a failure of the original membrane .corrosion observed on both the shock and on/off domes within the membrane would suggest the device had been subject to storage outside the indicated conditions (e.g exposure to high condensing humidity), however, this could not be verified by other means. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
No patient involved. No status indicator flashing.